Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2023. The patient was in the hospital for less than 24 hours. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional h2: additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. At the time of the event on (B)(6)2023, the patient was sitting in the doctor¿s office when he became nauseous and suddenly lost consciousness. The patient did not remember the specific cgm reading at that time but stated that the cgm was reading high. An ambulance was called, and the patient was brought to the hospital where he received treatment with glucagon. It is unknown at what time exactly during the event, but when a fingerstick was taken, the cgm reading was high, and the blood glucose reading was 24 mg/dl. After the treatment with glucagon the readings became steady, and the patient was discharged. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.